Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30528722m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool¿ smart touch" bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the ablation phase of pulmonary vein isolation, post use of biosense webster products, a small pericardial effusion was detected during routine ultrasound control. Pericardiocentesis was performed a few days after the procedure. The patients condition has improved with potential full recovery. Extended hospitalization of around one week was required but it was not only because of the effusion. Transseptal puncture was performed with a st. Jude medical sl1, brokenbrough needle (brk). Dashboard, vector and visitag force visualization features were used with tag size: 2, max. Dist. Change: 3, min time: 3 and force over time: 25% 3g stability parameters. Respiration adjustment filter and tag index was used with visitag. Flow setting was 2ml idle, 17ml/30ml high flow. No error messages were observed on biosense webster equipment and no steam pop occurred during the procedure. According to the physician, there is no relation between the event and the product or a product malfunction. Physicians opinion on the cause of the event is that it is patient condition related, as it was a complex procedure with multiple long ablations.